Event description:
Customer used the flamingo. Suddenly the seat turn down in the front. The children fall out from the chair. He went to the hospital. He had a 8 cm laceration. Our sales rep (B)(4); went to the customer and check the flamingo. He didn't find a damage in the angle adjustment or other reason why the children fly out of the chair.

Manufacturer narrative:
This case will be handled with the (B)(4).